Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was cracked. Service history identified the complaint was not related to a previous service of the device within the review period. The event history log was reviewed, and functional testing was performed, but the reported issue was not confirmed. The cause of the reported issue was unable to be determined. The dso seal was replaced.

Event description:
It was reported that the device was displaying incorrect volumes. Per reporter, it was programmed at 1ml/hour. However, reporter alleges that at 5am, 5 mls were remaining, 07:30 am - 3.2 mls remaining, 9am- 4 mls remaining. Reporter stated that the issue occurred during in normal service, there was patient involvement, and no symptoms were reported.